Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab was difficult to get through the sheath. Once the iab was in place and the helium tubing was connected, the iab would not inflate properly. The customer believes the helium tubing was leaking. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane loosely unfolded with traces of blood on the exterior of the catheter. A catheter tubing kink was observed at approximately 1cm from the y-fitting. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A laboratory insertion test was not performed due to the returned condition of the iab. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen. Insertion successful, no obstructions felt. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded. The reported event cannot be confirmed by the evaluation due to the returned condition of the iab. Even though we were unable to duplicate the reported problem, kinks on the catheter tubing may cause difficult inflation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab was difficult to get through the sheath. Once the iab was in place and the helium tubing was connected, the iab would not inflate properly. The customer believes the helium tubing was leaking. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab was difficult to get through the sheath. Once the iab was in place and the helium tubing was connected, the iab would not inflate properly. The customer believes the helium tubing was leaking. There was no patient harm, or adverse event reported.